Event description:
Customer performed a blood glucose test and received a result of 557mg/dl. The customer went to the emergency room. On the hospital's device the result was 230mg/dl, the customer's device read "hi". The customer was given insulin based on the hosp's device. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.